Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted on (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and undefined high impedance. The rv lead and the in service right atrial (ra) lead exhibited difficulty during extraction procedure, resulting in a procedural time of five hours. The rv lead and the in service ra lead were explanted and replaced. No patient complications have been reported as a result of this event.